Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-52, lead; implant: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.